Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an stored untreated episode. Device data was sent to rhythmcare for review. Data review determined prior to the oversensing, low r-wave amplitudes were noted. Additional information was received that this device delivered multiple inappropriate shocks consistent with previously reported oversensing and a high out of range shock impedance measurement. Rhythmcare then discussed a potential compromised integrity of the electrode and provided further troubleshooting steps to be considered. The device was tested in clinic with noise unable to be reproduced. This system was reprogrammed to the secondary vector to mitigate further inappropriate therapy and remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an stored untreated episode. Device data was sent to rhythmcare for review. Data review determined prior to the oversensing, low r-wave amplitudes were noted. Additional information was received that this device delivered multiple inappropriate shocks consistent with previously reported oversensing and a high out of range shock impedance measurement. Rhythmcare then discussed a potential compromised integrity of the electrode and provided further troubleshooting steps to be considered. The device was tested in clinic with noise unable to be reproduced. This system was reprogrammed to the secondary vector to mitigate further inappropriate therapy and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "b5 - describe event or problem" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an stored untreated episode. Device data was sent to rhythmcare for review. Data review determined prior to the oversensing, low r-wave amplitudes were noted. Additional information was received that this device delivered an inappropriate shock consistent with previously reported oversensing and a high out of range shock impedance measurement. Rhythmcare then discussed a potential compromised integrity of the electrode and provided further troubleshooting steps to be considered. This system remains in service. No adverse patient effects were reported.